Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 202 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.